Event description:
On 8/13/96, pt underwent a suboccipital craniotomy and a laminectomy and dural graft. A culture of the dural graft was done during this operative procedure. The culture was read to be positive for aspergillus. On 8/29/96, the child returned to the or for removal of the dural graft. The pt is recovering with no known complications at the time of this report.